Event description:
It was reported, the patient presented in clinic after receiving a patient notifier from the device. Upon interrogation, the device was noted to be in back up mode. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.